Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed to the test the integrity of the system. The shock delivered did not convert the patient rhythm and the shock impedance were greater than 125 ohms. An external shock was delivered which successfully converted the rhythm. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.